Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used samples in open packaging, and one (1) photograph were provided for evaluation. The provided photograph was visually evaluated and compared against the product technical drawing. It was observed that the set was connected to a device from an unidentified manufacturer, and blood was seen flowing through a portion of the set originating from the external device. It is important to note that according to the instruction for use (IFU) for the prime extension set, the procedure is designed to ensure that air is expelled from the system. The received samples underwent functional leakage test and occlusion testing, and no discrepancies were identified. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400729390. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood was pulled into the filter and created air that could go into the patient. No injury reported.